Event description:
It was reported that the ventricular lead exhibited sensing difficulty. The physician attempted to reposition the lead, but after over 20 turns, the helix would not retract. The lead was explanted by manually turning the lead body. Upon removal of the lead, the helix was tested, and 35 turns were required to retract the helix, while only three were needed to extend it. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix was distorted/bent, and the lead appeared to have been damaged at implant.

Event description:
It was reported that the ventricular lead exhibited sensing difficulty. The physician attempted to reposition the lead, but after over 20 turns, the helix would not retract. The lead was explanted by manually turning the lead body. Upon removal of the lead, the helix was tested, and 35 turns were required to retract the helix, while only three were needed to extend it. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.